Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of multiple issues including: display anomaly, battery error alarm and cosmetic damage on the insulin pump. The patient's blood glucose at the time of incident is unknown. Customer advised the display screen was cloudy and difficult to see. Customer was unable to troubleshoot and would be contacted again to troubleshoot the insulin pump. The insulin pump will not be returned for analysis.